Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.

Event description:
It was reported the end user developed itching and a red rash-like area to his peristomal skin under the white tape collar of the skin barrier. The end user indicated the rash was under all sides of the tape collar except the left side. He also indicated he had completed a course of antibiotics following an unrelated medical procedure (stent replacement) right before the rash began. The end user sought treatment from his doctor and was diagnosed with a fungal infection. A prescription for fluconazole was issued. In addition, the end user was advised to cleanse the peristomal area with soap, as he was previously only using water. No further patient complications were reported as a result of this event.